Event description:
Caller reported a malfunction on the pump and noted that no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer reported three occurrences of the same malfunction. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.